Event description:
On 10/25/96, the facility's or supply person contacted a MFR customer service representative and stated that the customer was in surgery and opened the product; however, the device catheter was not in the box. Another device was available for back-up, so surgery was completed without further complications.